Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing to any pyxis stations and user was unable to provide sample orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where orders were not crossing to any pyxis stations after recovering from downtime. A technical support specialist dialed into the server .net portal, ran the downtime query and verified it, checked that the carefusion coordination engine (cce) xml time was current with no disconnected flag, restarted bd external messaging and bd pyxis external inbound processor services, restarted net.tcp port sharing service, net.tcp listener adapter, net.pipe listener adapter, and net.msmq listener adapter, and confirmed with the customer that there were no issues. The system functioned as intended after the technical support specialist troubleshot the device.